Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What tissue dehisced? Please describe the appearance of the suture during the second procedure? Did the suture break post-op? If so, where was the break noted (termination, middle, end)? Did the suture not engage into tissue post op? Other? Were there any patient stress factors that led to the suture breaking or pulling out of the tissue? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Surgeon¿s name?

Event description:
It was reported that a patient underwent a total knee arthroplasty on (B)(6) 2025 and barbed suture was used on the dermis. The wound where the sutures had been performed was opened a little a few days after the surgery. Additional suture was performed to complete the case. The patient is being followed up. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Unk. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Tka. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Not special condition was reported. When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? Yes. After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Yes. Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Yes. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Yes. Were two reverse stitches performed across the incision prior to closure? Yes. What tissue dehisced? Dermis. Please describe the appearance of the suture during the second procedure? Unk - did the suture break post-op? If so, where was the break noted (termination, middle, end)? - did the suture not engage into tissue post op? - other? Were there any patient stress factors that led to the suture breaking or pulling out of the tissue? Unk. Onset date/time of dehiscence? (# post op days) = several days. How was the dehiscence managed? Additional suture please describe any surgical intervention required for the wound dehiscence including date and findings. Additional suture was performed did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. What symptoms did the patient experience following the index surgical procedure? Onset date? Unk. Other relevant patient history/concomitant medications? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Stratafix couldn't bear the tension what is the patient's current status? The patient is follow-up observation without any problems after the procedure. Lot number? Unk.